Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010 pt reported she had some infusion sites that were infected back in (B)(6) 2010. Pt stated the infusion site was giving her some problems which developed into cellulitis. Pt reported she had to have it treated with antibiotics. Pt stated that was the only infusion site that had given her any problems. Pt reported she preps the infusion site by using a wipe that is sticky and specifically designed for infusion sets. Pt stated the infusion site is changed twice a week. No product return was requested.